Event description:
Customer reported via phone call that they received a no delivery alarm during basal, bolus and fixed prime. The blood glucose reading is 170 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.